Event description:
On (B)(6) 2026, the patient underwent emergent endovascular treatment for a disruption at the distal anastomosis following total arch replacement (tar). The gore® dryseal flex introducer sheath (dsf sheath) was used for access. Reportedly, resistance was felt at the access site when the dsf sheath was inserted from the left side; however, it was subsequently advanced successfully without further issues. Vascular damage in the left femoral artery was observed on access angiography, and a stent graft was placed. Additionally, hemostasis could not be achieved due to vascular injury at the access site; therefore, surgical repair was performed. The patient tolerated the procedure. The physician reported that the access vessel was slightly narrow.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.